Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on site and confirmed the reported event. The fuses were replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect parts were not returned to the manufacturer for evaluation as they were discarded.

Event description:
A medtronic representative reported that outside of a procedure the fuses were blown on the imaging system after repeated connection and disconnection of the power cable while the mobile view station (mvs) was running. There was no patient present when this issue was identified.